Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during procedure, while pulling the dilator tip through the small incision in the patient's abdomen, it got stuck. The pull wire broke. The device was pulled out from the patient's mouth. Nothing fell inside the patient. The procedure was completed with a new endovive safety peg kit pull method 20fr. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of pull wire broke. (B)(4) for the reported event of feeding tube difficulty placing/retracting. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.